Event description:
In 2001, the pt's serum was tested with the imx bhcg assay and received a result of 2638 miu/ml using an instrument dilution of 1:200. The pt was estimated to be at nine weeks gestation. The next day, the laboratory called the country service and support center for problems relating to liquid level sense errors. Two days later, the pt's serum was repeated with a value of 21,792 miu/ml.